Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring =40 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the display screen was pink and cannot be read safely. No further information regarding this event was available. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a discolored display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jun-2018 with the following findings: during investigation, the pump powered up to a pinkish contrast display. The screen was still able to be safely read. The pump history showed a loss of prime followed by a replace cartridge alarm and power on reset. When the pump was powered back on the time/date was set to ten minutes later. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No alarms or delivery interruptions occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.